Event description:
It was reported that shaft pinhole occurred. Vascular access for dialysis shunt. The 99% stenosed target lesion was located in a shunt in the mildly tortuous and mildly calcified vessel. A 4.5-4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, during the procedure the shaft was damaged and a pinhole was noted approximately one centimeter in front of the balloon. The device was removed without any problem and the procedure was completed with this device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that shaft pinhole occurred. Vascular access for dialysis shunt. The 99% stenosed target lesion was located in a shunt in the mildly tortuous and mildly calcified vessel. A 4.5-4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, during the procedure the shaft was damaged and a pinhole was noted approximately one centimeter in front of the balloon. The device was removed without any problem and the procedure was completed with this device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1-initial reporter city: (B)(6). Device evaluated by MFR.: a symmetry device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an encore inflation device, subjected to positive pressure and liquid was observed to be leaking from the shaft that was noted to be damaged located approximately 12mm proximal of the proximal balloon bond. An examination of the balloon material and the tip region identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 15 atmospheres as per symmetry product specification. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident.